Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vstas1 device was returned with the adapter broken and the luer lock damaged, in addition the pre-filled syringe was empty and spray damaged. Due to the condition of the retuned device, no functional testing could be performed to evaluate the reported incident. The event reported was confirmed and it is related to improper use of the device. One possible cause for the damage found on the adapter may be excessive external load placed on the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Not a new user they have used it 20+ times. 2. How many times have they applied the laparoscopic tip? 20+ times. 3. Was a sales representative present during the case when the issue was experienced? No. 4. What is the lot number? Unknown the staff had already thrown the packaging away. 5. Was any leakage or product solution observed at the luer locks connection? None reported by or staff. 6. Were there any unexpected outcomes or complications as a result of the event? No 7. Was the product applied on the patient? Yes. 8. Are there pictures of the damaged device available? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an abdominal hysterectomy procedure on an unknown date and a fibrin sealant preparation device was used. The connection of the fibrin sealant preparation device airless spray tip broke while attempting to switch out the open spray tip for the flexible 45cm laparoscopic tip. Or tech states that it felt like the luer-lock became stuck and then the white plastic connection piece broke. They replaced it with a like device and completed the procedure without issue. There was no delay and procedure was successfully completed. No adverse patient consequences were reported. Additional information was requested.